Event description:
Today around 7 or 8 am they went to use the cpm: it sparked and stopped working. No injury alleged invacare prid# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).